Manufacturer narrative:
H10: vyaire field service went onsite and tested the ventilator. Ventilator is working properly. Confirmed vent had a vent inop (inoperable). Ran ventilator for 30 minutes with no issue device is within specifications via OEM (original equipment manufacturer). Device placed back in service.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed o2 (oxygen) inlet low alarm while on a patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.